Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that she received an erroneous result when testing with her coaguchek xs meter serial number (B)(4). A sample from this patient was tested using the doctor's coaguchek xs meter, resulting with a value of 2.9 inr. Within seconds, a sample from the patient was tested using the patient's meter, resulting with a value of 2.2 inr. The result from the doctor's meter was believed to be correct. For both tests, the patient collected a sample from the same fingerstick. She applied an alcohol wipe and let the alcohol dry before collecting the second sample. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the complained meter result. The patient is currently feeling okay. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient's medications have not been changed since last tested. The patient consumes less broccoli than normal. The patient had no new illnesses and did not have any abnormal bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368882) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3 %. The same finger was used for both tests. For a second measurement, a new puncture of a different finger is mandatory.